Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). When reviewing complaints for carevo brand name we found two other similar cases where the resident fell out of the device when the side support were opened during bathing procedure. There is no trend observed, complaint ratio is very low. Based on the inspection of the arjohuntleigh technician, who checked the device after the incident and confirmed that the involved carevo was in perfect condition with no fault found, we can take the assumption that the device was working up to the manufacturer specifications at the time of the event, it was used for patient care at the time of the event and because of this contributed to the event. When we look into the instruction for use (IFU), this document contains information and warnings to be careful and be sure that the side supports are always closed during the resident treatment. The IFU puts special attention on the security of the patient who is bathed, advising operators to keep the resident centrally positioned and have the side supports closed. Involuntary opening of the side supports appears to be very unlikely to actually take place as the release buttons are underneath the side supports and not easy or obvious to reach. Therefore releasing them is only likely to be done by express intent to do so. Such release by the caregivers constitutes an use error. Therefore -as stated by the customer facility also- there appears to have been no technical deficiency with the device. Furthermore it appears that a use error caused the event, the most relevant use error being a failure of keeping a resident on the middle of the trolley and/or not closing the safety sides after situating the resident on the device or not keeping attention to have them closed during bathing. From this we conclude that this incident was most likely caused as a result of not following the handling procedures described in the device instructions for use (IFU).

Event description:
Arjohuntleigh received a complaint where it was indicated that during the bathing of a resident on the carevo shower trolley, performed by the two caregivers, the resident has been indicated to us to have independently repositioned herself on the right side and involuntarily grasped a side support handle release of the device's side rails, which is alleged to have caused her to fall to the floor.